Event description:
Lasik surgery monovision was done on my eyes approximately 10 months ago. After the surgery was done I was sent home and was experiencing extreme pain. I had my husband call the doctor as told by the discharge paperwork and spoke to ancillary staff only and was told they forgot to give me my pain pill and that unfortunately they could not give me anything for the pain. I did not ever speak to the surgeon or any physician regarding my pain so I hope nothing was seriously wrong. I am now 10 months post lasik surgery and have since the surgery experienced severe night blindness requiring glasses to drive. I also have blurred vision and must wear a contact in my right eye in order to see things in focus. I was told my right eye was overcorrected. During the last 10 months I now require glasses to drive at night and a contact to see during the day. I believe that improper testing was done for a monovision surgery as I was placed in big metal glasses and asked if I could see some letters and then signed off as clear for surgery. I have since learned that ¿some¿ patients are tested for a week in a ¿monovision¿ state with contacts to see if the patient can tolerate it. There is no patient standard of care. I also suffer severe dry eyes requiring punctual plugs in my upper and lower lids and multiple eye drops.